Manufacturer narrative:
The manufacturer previously reported an incorrect b.3 "date of event" and an incorrect g.3 "date received by manufacturer" as (B)(6) 2020. The correct date for b.3 "date of event" and g.3 "date received by manufacturer" was (B)(6) 2020 and is reflected in this report.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" alarm condition occurred related to the oxygen blending module was observed. The device was recalibrated to address the issue.